Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;d10;g3;h2;h3;h6. D10: cat# 574201010 lot# 3212859 avenir cmpl ha std col size 1. Device was returned and evaluated. Visual examination of the returned product identified the tip of the inserter was fractured off. The tip was not returned. The device showed signs of use. There were some scratches on the shaft, and there were marks on the strike plate. All dimensions checked were found to be conforming. An analysis of the inserter determined a bending overload failure mode. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility, and it was determined that the following implants/instruments are not compatible: the z1 inserter used with the avenir stem. Medical records were not provided. The complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the inserter handle was broken. The inserter was used during the insertion of the stem; however, the break was not noticed until after the case during reassembling of the trays after washing the device. There is no information on the location of the fractured piece.